Event description:
When removing the catheter, they noticed that the cuff was moving up and down the catheter.

Manufacturer narrative:
According to the notes in this file, "when removing the catheter, they noticed that the cuff was moving up and down the catheter." The complaint of a detached surecuff with its heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of reve1121 showed no other similar product complaint(s) from this lot number.